Event description:
It was reported by the customer that the nurse has inserted miniloc into port and was checking port patency. While aspirating, blood leaked from needleless connector. Nurse stopped the procedure and replaced with a new miniloc. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a drop of blood on the needless connector was confirmed; however, the root cause of that event could not be determined through analysis of the provided video. A video file was provided which showed a miniloc infusion set, which contained a y-site. A syringe was attached to the luer hub of the side-tail extension tubing and flushing of the syringe resulted in a small bead of fluid which developed on the blue valve. No other observations could be made from analysis of the video file. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that the nurse has inserted miniloc into port and was checking port patency. While aspirating, blood leaked from needleless connector. Nurse stopped the procedure and replaced with a new miniloc. No other information provided.